Manufacturer narrative:
(B) (4). Medical intervention required. Stent failed to expand, stent explanted. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was implanted within the esophagus of a cancer patient on (B) (6) 2010. According to the complainant, the patient¿s anatomy was not tortuous and no pre-dilatation was performed. The physician successfully implanted the stent into the 6 centimeter stenosis. Ten minutes after the delivery catheter was removed from the patient, the physician noticed that the distal end of the stent did not fully expand, and was not opening the stenosis. The physician thought the distal wire loops were hanging together. A 15-18 millimeter cre balloon was then used to post-dilate the distal stent flare. According to the physician the cre balloon and guidewire were able to be successfully passed into the stenosis site. The balloon was able to be fully inflated per the dfu inside the patient; however this attempt was unsuccessful in opening the distal stent flare. Since the distal stent flare did not fully expand, the physician removed the stent from the patient using biopsy forceps without issue. A second wallflex esophageal partially covered stent was then implanted into the patient to complete the procedure. According to the physician dilatation was not necessary, for the second stent opened the stenosis immediately. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.